Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was alarming 78 (non-recoverable system error) when powered on. Per additional information updated from ttm on 14jul2025, biomed had device sent down from neonatal intensive care unit (nicu) with alarm 78 (non-recoverable system error) .

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed t4 thermistor. Biomed had device sent down from neonatal intensive care unit (nicu) with alarm 78 (non-recoverable system error). Per wo-00113234, had biomed look at t4 and it was reading 99.9 degrees, gave the biomed the part number for a new tank harness. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was alarming 78 (non-recoverable system error) when powered on. Per additional information updated from ttm on 14jul2025, biomed had device sent down from neonatal intensive care unit (nicu) with alarm 78 (non-recoverable system error).